Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for explant of a pacemaker, right ventricular lead, and left ventricular lead due to infection. The leads also exhibited noise. The system was explanted successfully. No further information was available.

Event description:
New information received indicated that the patient was stable before, during, and after the procedure.